Event description:
Customer's wife reports that a properly sealed lanced did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, due to clunk and leg length inequality. As part of the revision surgery, the m2a magnum pf cup and m2a magnum modular head were replaced.

Manufacturer narrative:
Corrected manufacturing site.